Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during the patient's check the impedance, on the right ventricular (rv) lead, was high and fluctuating in and out of range and that capture on the rv lead was also fluctuating. It was also reported from follow-up information that the lead's pace/sense portion was fractured. The pace/sense portion of the lead was then capped and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.